Event description:
The report from hospital say: the patient suffered from general pain and movement disturbance due to fall for 9 hours, and was sent to bed 6 by emergency oxygen inhalation flat car at 05:40 on (B)(6). At 04:10 on (B)(6) , the patient was given a hamilton ventilator to assist breathing after endotracheal intubation due to low blood oxygen. At about 08:20 on (B)(6) the ventilator failed to reach the patient's tidal volume. The tidal volume parameter was set to 460, and the actual exhaled tidal volume was only about 126. The bedside blood gas analysis of the patient showed that carbon dioxide retention, pco2 63mmhg hamilton-c1 made in (B)(6) 2014

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause could not be determined. On-site inspection did not reveal defects or malfunctions. As the service life of the hamilton-c1 is expired, the customer was suggested to replace the device. There was no patient or user harm reported.